Manufacturer narrative:
Device received with a detached end cap. Drive support disc was inspected and no anomaly was noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to detached end cap. Unable to test for drive or motor anomaly due to detached end cap. However, the motor was tested outside of the device and passed. Device had a minor scratched display window, cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap of insulin pump was damaged. Customer¿s blood glucose level was unknown. The insulin pump will be return for analysis.